Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic ongoing pelvic pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (doctor is planning to proceed with essure removal). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: good placement. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain -analysis in the global safety database 2.909 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-jun-2017: unsuccessful follow up attempts were performed. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic ongoing pelvic pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (doctor is planning to proceed with essure removal). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: good placement. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-apr-2017: quality safety evaluation received. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced chronic ongoing pelvic pain. Her doctor is planning to proceed with essure removal. Chronic ongoing pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information is being sought.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic ongoing pelvic pain") in a female patient who received essure. In 2014, the patient started essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (doctor is planning to proceed with essure removal). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was good placement. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced chronic ongoing pelvic pain. Her doctor is planning to proceed with essure removal. Chronic ongoing pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal will be required. Further information and product technical analysis are being sought.